Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test/download with (B)(4) bluetooth device was performed and passed. A review of the share log was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was transmitter and display device were unable to complete a data transfer. The reported event of a pairing failure is reportable based on the finding of the transmitter and display device were unable to complete a data transfer. No injury or medical intervention was reported.